Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2012 and suture was used. The needle pulled-off from the suture after opening the package. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause is a clip off defect.